Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unreported date, the patient&#38112;pd catheter was removed and the patient was switched to hemodialysis. Ten days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered and is expected to have the catheter replaced in approximately three weeks. No additional information is available.